Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, an asymptomatic patient was presented for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.